Manufacturer narrative:
The associated device, intended for use, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A visual inspection the tip of the device is broken. The device show signs of extensive use. A review of this complaint case revealed there were no patient injuries reported. Per e-mail communication the breakage occurred during set up, before surgery and all pieces were accounted for at that time. Since no adverse events are being reported, no further medical assessment is warranted. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during set up the surgeon states that both of these devices got broken. All pieces were recovered. The breakage happened outside of the patient. There was no delay nor injury reported. A s&n backup device was available during surgery.